Event description:
It was reported that during a wedge resection procedure, there were cutting issues and malformed staples with this device. The site used another device to complete the case. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.